Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01331, 3005168196-2017-01332.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician made one attempt to detach the first and third smart coils using the handle but was unsuccessful. A second attempt was made using the same handle and both smart coils were successfully detached. The procedure was completed after detaching the third coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
There was no visible damage to the penumbra smart coil detachment handle (handle). Evaluation of the returned device revealed that there was no damage to the handle and the device performed as intended when functionally tested. The smart coils mentioned in the complaint were not returned for evaluation. The difficulty detaching as described in the complaint could not be confirmed. There was no issue found with the handle. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.